Manufacturer narrative:
Correction: healthcare professional is not applicable. Foreign and user facility are applicable.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the active blunt probe was not recognized. The active probe was damaged and a different probe was used to proceed. There was no patient impact and no delay to the procedure due to the reported issue.

Manufacturer narrative:
Correction: product and related fields updated to proper value. The probe was returned to the manufacturer for analysis. The probe was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.